Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Initially unable to reset the pump, the customer later contacted technical support, which provided reset information and assisted with the reset. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with a reminder to call back if any issues arose again.